Event description:
It was intended to treat a severely calcified lesion exhibiting 85% stenosis in the distal lad with a endeavor resolute rx drug eluting stent. The lesion was first pre-dilated twice at 14atm for 10 seconds, 65% stenosis remained following pre-dilatation. The endeavor resolute device was inspected prior to use with no issues noted. It was reported that the device could not cross the lesion and the stent became deformed due to the level of calcification present. No resistance was noted when advancing the device to / across the lesion and there were no previously deployed stents at the treatment site. No difficulty was experienced during removal of the device, after failing to deploy. No clinical patient sequelae were reported. The physician changed to another device to complete the procedure. Evaluation summary: the distal tip was flared. A number of struts on the 1st, 3rd, 4th, 5th, 9th and 10th proximal segments were partially raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (65% stenosis following pre-dilatation with severe calcification), deformation problem; evaluation: conclusion: known inherent risk of a procedure (stent deformation), device failure related to patient condition (65% stenosis following pre-dilatation with severe calcification). (B)(4).